Event description:
Information received from the field notes that the patient had twiddler's syndrome and was on chronic steroid therapy. The pocket became infected and the device eroded through the skin.